Event description:
Bayer case number: (B)(4) pelvic pain / constant pain / acute pain in pelvis [pelvic pain female] severe musculoskeletal pain [musculoskeletal pain] health has deteriorated over the years. [General physical health deterioration] oedema of the hands and feet [oedema of extremities] restless legs [restless legs] filmy vision [filmy vision] regular migraines [migraine] osteoarthritis [osteoarthritis] discopathy [discopathy] epicondylitis of the left arm [epicondylitis] abnormal vaginal bleeding [vaginal bleeding] chronic fatigue [chronic fatigue] acute pain in the right thigh [pain in thigh] skin hypersensation [hypersensation skin] disturbed sleep [sleep disturbed] loss of mobility [mobility decreased] unable to walk for long periods [unable to walk]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / constant pain / acute pain in pelvis") in a 35-year-old female patient who had essure inserted (lot no. B42249) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain ("severe musculoskeletal pain"), general physical health deterioration ("health has deteriorated over the years."), oedema peripheral ("oedema of the hands and feet"), restless legs syndrome ("restless legs"), vision blurred ("filmy vision"), migraine ("regular migraines"), osteoarthritis ("osteoarthritis"), intervertebral disc disorder ("discopathy"), epicondylitis ("epicondylitis of the left arm"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("chronic fatigue"), pain in extremity ("acute pain in the right thigh"), hyperaesthesia ("skin hypersensation"), sleep disorder ("disturbed sleep"), mobility decreased ("loss of mobility") and gait inability ("unable to walk for long periods"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. At the time of the report, the pelvic pain, general physical health deterioration, oedema peripheral, restless legs syndrome, vision blurred, migraine, osteoarthritis, intervertebral disc disorder, epicondylitis, vaginal haemorrhage, fatigue, pain in extremity, hyperaesthesia, sleep disorder, mobility decreased and gait inability had not resolved. No causality assessment was received for essure with regard to musculoskeletal pain, general physical health deterioration, migraine, osteoarthritis, intervertebral disc disorder, epicondylitis, vaginal haemorrhage, oedema peripheral, restless legs syndrome, vision blurred, fatigue, mobility decreased, gait inability, pain in extremity, hyperaesthesia, sleep disorder or pelvic pain. The reporter commented: period of occurrence: from around 2015 to the present day. Comments: ¿no improvement after removal; increasingly worse hair analysis underway to measure heavy metal toxicity¿. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain / constant pain / acute pain in pelvis [pelvic pain female] severe musculoskeletal pain [musculoskeletal pain] health has deteriorated over the years. [General physical health deterioration] oedema of the hands and feet [oedema of extremities] restless legs [restless legs] filmy vision [filmy vision] regular migraines [migraine] osteoarthritis [osteoarthritis] discopathy [discopathy] epicondylitis of the left arm [epicondylitis] abnormal vaginal bleeding [vaginal bleeding] chronic fatigue [chronic fatigue] acute pain in the right thigh [pain in thigh] skin hypersensation [hypersensation skin] disturbed sleep [sleep disturbed] loss of mobility [mobility decreased] unable to walk for long periods [unable to walk] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-feb-2026. The most recent information was received on 11-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / constant pain / acute pain in pelvis") in a 35-year-old female patient who had essure inserted (lot no. B42249) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain ("severe musculoskeletal pain"), general physical health deterioration ("health has deteriorated over the years."), oedema peripheral ("oedema of the hands and feet"), restless legs syndrome ("restless legs"), vision blurred ("filmy vision"), migraine ("regular migraines"), osteoarthritis ("osteoarthritis"), intervertebral disc disorder ("discopathy"), epicondylitis ("epicondylitis of the left arm"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("chronic fatigue"), pain in extremity ("acute pain in the right thigh"), hyperaesthesia ("skin hypersensation"), sleep disorder ("disturbed sleep"), mobility decreased ("loss of mobility") and gait inability ("unable to walk for long periods"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, general physical health deterioration, oedema peripheral, restless legs syndrome, vision blurred, migraine, osteoarthritis, intervertebral disc disorder, epicondylitis, vaginal haemorrhage, fatigue, pain in extremity, hyperaesthesia, sleep disorder, mobility decreased and gait inability had not resolved. No causality assessment was received for essure with regard to musculoskeletal pain, general physical health deterioration, migraine, osteoarthritis, intervertebral disc disorder, epicondylitis, vaginal haemorrhage, oedema peripheral, restless legs syndrome, vision blurred, fatigue, mobility decreased, gait inability, pain in extremity, hyperaesthesia, sleep disorder or pelvic pain. The reporter commented: period of occurrence: from around 2015 to the present day. Comments: ¿no improvement after removal; increasingly worse hair analysis underway to measure heavy metal toxicity¿. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Batch number- b42249; manufacture date-17-jun-2013; expiration date- 30-jun-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.